Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed several ¿call service (cs) 213¿ glucose above limits. There was no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the cgm test transmitter was paired with the pump correctly. The ¿cs213¿ glucose above limits and ¿cs208¿ glucose below limits were simulated during the investigation; the pump emitted the appropriate blood glucose (bf) above/below limit warnings. The pump performed within specification and the reported ¿history/setting issue¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump alerts were reading backwards. The pump reportedly emitted low alerts when the blood glucose (bg) levels elevated. The pump alerts reportedly were sporadic and sometimes the same alert would frequently emit one right after another in uniform. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.